Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 540 mg/dl while wearing the pod. When the pod was removed from the infusion site (arm), the pod was found leaking insulin and the infusion site had a "red mark like a blood like bump." Symptoms reported include nausea, headache, and sweating. The patient was reportedly treated with the healthcare professional changing the patient's pod settings to deliver more units of insulin; the lg did not know the exact count of the insulin delivery. The patient was discharged on the same day.

Manufacturer narrative:
A correction supplemental is being submitted to correct h6, specifically the medical device problem code and component code fields.